Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: images suggest possible proximal migration of device. Not enough images to document true position of ge junction possible relative constriction at site. Uncertain of clinical correlation . The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: on what exact date did the implant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was mesh used at time of implant? I do not have access to any additional information.

Event description:
It was reported that a patient was initially received a sleeved gastrectomy on 2022. She develop gastroesophageal reflux disease in 2023 wat which time she in up getting a linx place on (B)(6) 2024. She had a significant pain and vomiting after that. Then chest x-ray show that the linx was migrated to her chest and it was higher on her esophagus than it suppose to be. She underwent a surgery on 2025, where they reposition the linx and repaired her hernia. An egd in (B)(6) 2025 the hernia came back and the CT of her abdomen and pelvis shows that the linx was around the middle of her gastric pouch just below the diaphragm.

Manufacturer narrative:
(B)(4). Date sent 12/4/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information received: 40-year-old woman with sleeve gastrectomy in 2022 following ozempic for three years, letting her lose 100 pounds prior to the sleeve. She developed gerd in 2023, which was treated with omeprazole and diet. She also developed a hiatal hernia, and this was repaired in (B)(6) 2024. She had the linx placed at that time around her les. She had significant pain and vomiting after that operation, and an endoscopy and likely fluoro or cxr study (I don¿t have access to either of these) showed that the links had to ¿shifted into her chest¿ my guess is this means it was higher on her esophagus than it was supposed to be. She then underwent an operation in (B)(6) 2025, where they repositioned the linx, re-repaired her hernia, and converted her from sleeve to rny gastric bypass. She continued to have vomiting and reflux after that. She lost 40 pounds after the bypass surgery in part due to this. An egd in (B)(6) 2025 showed a recurrent hiatal hernia, and a CT scan of her abdomen and pelvis showed that the linx was likely around the middle of her gastric pouch, just below the diaphragm. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what exact date did the implant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was mesh used at time of implant? Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 2/19/2026 corrected data: d1, d4. Investigation summary a 17 beads linx device was returned in used condition. The device was returned in an unlocked position, in addition an attempt to locked was successfully made. Bent wires and tooling marks were noted in some beads. A suture wire knotted on a wire was observed during the visual assessment. It is known that sometimes, during the explant procedure, a suture is placed on the device to aid in the extraction of the device. Hence, it is presumed that the suture was placed by the explant facility during the explant procedure. The suture was removed in order to performed the analysis. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.